Manufacturer narrative:
This complaint is related to files (B)(4), where a nonconformance investigation was performed for (B)(4) where on one returned sample of a shiley pediatric tracheostomy tube was received for evaluation. No analysis of the actual devices was performed for complaints (B)(4), because the samples have not been received for evaluation to confirm the failure. The lot numbers were provided. (B)(4). No nonconformities reports related to the failure mode reported were found. (B)(4).

Event description:
Caller reported the tracheal tube had a leak from this cuff. Customer confirmed that no fault was identified during pretesting efforts. The info provided suggest that decannulation and recannulation of a replacement tube was required.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed; therefore, we are unable to determine the cause for this specific event; however, manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the mfg process. Info of this nature is included in our database and monitored through trending. (B)(4).